Event description:
It was reported that this ambicor penile prosthesis (app) stopped working due to a cylinder aneurysm that causes no rigidity. In addition, it was detailed that the cylinder has a fold in the middle of its body. An ultrasound was performed during which the aneurysm was confirmed. A revision surgery has been scheduled. No patient complications were reported.